Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. Pump error 4 was also found in the formatted history file due to software error.

Event description:
Customer reported via phone call that insulin pump had multiple insulin pump error. Customer's blood glucose was 170 mg/dl at the time of incident. Customer stated that the performed the self test again and insulin pump passed it. Customer troubleshot was performed. The insulin pump will be returned for analysis.